Event description:
Review of the download data of a (B)(6) male pt revealed several asystole events and check therapy pad message. Zoll customer support contacted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problems (asystole events and check therapy electrode pad messages) were confirmed. The cause for the asystole events was a damaged brown (-5v) wire. The cause for the check te pad messages was a damaged black (12v) wire. The root cause of the damaged wires could not be positively identified, but was likely a cracked trunk cable connector. The root cause of the damaged connector could not be positively identified, but was likely caused by physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.